Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was presumed from the provided information that foreign material remained in the area for the device was returned to olympus without reprocessing at the user facility. This event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter at the distal end of the device. There was no patient involvement.